Manufacturer narrative:
Age/date of birth: unknown, was not provided. Lot #: unknown, was not provided. Expiration date: unknown, as lot number was not provided. UDI #: unknown, as lot number was not provided. (B)(4). Device manufacture date: unknown, as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced corneal ulcer, irritation and red eyes with use of consept onestep. The patient was hospitalized and received treatment. The physician reported that vigamox and tobramycin were prescribed to the patient. The physician said there was no causal relationship to the product, but how the product was used was the cause. The physician did not provide details on how the product was used. In further follow up it was learned that the patient was hospitalized for two weeks and then recovered. Consept one step solution is used in conjunction with the neutralizing tablets; therefore, an MDR will also be provided for the solution. This report represents the neutralizing tablets. No further information was provided.

Manufacturer narrative:
Alternative report identification number: (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, an investigation could not be performed and the customer's reported complaint could not be confirmed. A review of the manufacturing records could not be conducted as the lot number is unknown. Since the lot number of the tablets is unknown, the investigation is extended to the batches manufactured in the last two (2) years (considering the shelf life of the product) in the period of (B)(6) 2016 to (B)(6) 2018. There was no unusual observation found during review of the batches. All results were found to be within specification limits. Based on the review of apqr, analytical data and trending, it was concluded that the complaint related to tablets is not justified. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.